Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient experienced post-operative surgical site erythema, irritation, and slight drainage at both the pump and lumbar incision. Bactrim was applied and irritations/erythema resolved. Examination on 2025-apr-04/3 weeks post replacement revealed fluid at the pump site. The healthcare provider aspirated 11 ml of bloody fluid from the site. No further reported of fluid was documented. The patient later reported persistent tenderness at the pump site nearly four weeks post replacement. They were advised to wear an abdominal binder to control the pain/tenderness at the pump site. The pain resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-jan-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections were made to the serial number and implant dates of the devices. Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.